Event description:
A 5-4mm amplatzer duct occluder (ado) was implanted but embolized shortly after it was released and had to be percutaneously retrieved.

Manufacturer narrative:
The ado was returned to sjm and decontaminated. The ado was examined grossly and microscopically, and was confirmed not to contain any defects or abnormalities. The device was confirmed to meet dimensional specifications when measured with a calibrated caliper and was loaded and deployed from a test loader without any issue. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The cause of the reported event remains unknown.